Manufacturer narrative:
A ge service rep performed an on site investigation. The central processor unit contacts were cleaned and reseated. The software along with the configuration files were reloaded. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce fluoroscopy xrays. No report of pt injury.